Event description:
Event description guidant received information that this implantable pacemaker (ipm), one day post implant, had ventricular oversensing and loss of capture. The intrinsic r wave was 11mv but the device was programmed to a sensitivity setting of 2mv.